Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: mold like appearance (approx. 40%), crease flat and broken plug strap. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge, striated broken of plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken assessed as surgical damage consistent in the use of some surgical tool. A sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.